Event description:
During a cerebral angiogram of the left common carotid artery, the diagnostic catheter was exchanged for a 6 f neuron guide catheter which was placed into the left internal carotid artery and connected to a continuous infusion of heparinized saline solution. The angiogram was then attempted to be performed through the neuron guide catheter. No contrast came out of the tip of the catheter. Examination of the whole catheter demonstrated that the contrast was exiting the guide catheter through a hole in the mid catheter located in the aortic arch. An exchange wire was placed into the neuron catheter and advanced through level of the defect and out of the distal tip of the catheter. The catheter and exchange wire were then pulled back into the descending aorto. The neuro guide catheter then became immovable. The proximal end was pulled back and the catheter began to fray apart. The proximal portion of the catheter broke from the distal end and was removed from the exchange wire. The distal portion remained secured on the exchange wire. The catheter was retrieved with a snare device accessing the right femoral artery. The patient awoke wit no immediate neurologic deficits or complications.